Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, the product broke upon insertion with a mallet. The product was removed without any issues. A backup inserter was then used to complete the surgery. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual and microscopic review confirms the instrument is broken several threads down from the distal tip of the threaded rod. Microscopic examination of the fracture surface revealed a fairly brittle fracture with no indication of fatigue, with directional river lines consistent with overload. There is a slight angulation that correlates to the direction of the river lines indicating a bending moment. This type of damage is consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.